Event description:
Rep was informed the patient's left hip was revised due to migration of the acetabular shell (no stryker rep present for the procedure). The shell, head and liner were removed and a competitor shell and liner were implanted with a new stryker head. There were no allegations against the revised head or liner. Rep confirmed that no further information will be released by the hospital or surgeon.